Manufacturer narrative:
Results: the embolization coil was unraveled. The stretch resistant (sr) wire was fractured and the proximal constraint sphere was still present inside the distal detachment tip (ddt). The pusher assembly and introducer sheath were bent and kinked in multiple locations along their length. The pet lock was intact on the proximal end of the pusher assembly. Conclusions: evaluation of the first ruby coil revealed the pusher assembly was extensively damaged and the embolization coil was detached via sr wire fracture. If the sr wire becomes fractured, it will allow the embolization coil to detach and likely unravel. This damage was likely incidental to the initial complaint. Due to the extensive damage observed on the ruby coil, the root cause of the resistance mentioned in the complaint could not be determined. Evaluation of the second ruby coil revealed the pusher assembly had multiple kinks along its length. This damage was likely incidental and may have occurred during packaging for return to penumbra facilities. The penumbra investigator advanced the ruby coil through a demonstration px slim and out the distal tip without issue. Therefore, the reported resistance could not be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, two ruby coils became hung up within the non-penumbra microcatheter. The procedure was completed using the same microcatheter and an additional ruby coil. There was no report of an adverse effect to the patient.